Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products: unknown cerclage wire, part# ni, lot# ni.

Event description:
It was reported that a sternal band broke during implantation. The patient was closed with a combination of wire cerclage and the remaining plates with bands. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The sl360 multi-implant system (item# 74-0004, lot# 253130) was returned for investigation. Visual inspection showed that the metal band had been fed up through the tensioner and locked in place. The band fracture appeared to be consistent with the claim that the band sheared roughly 3cm from the tensioner. The DHR for this product was reviewed; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint a snapped band for this item# 74-0004, lot# 253130. For this part (74-0004) and the previous one year (from the notification date) regarding the band snapping, (B)(4). The most likely underlying cause of the complaint is excessive force was applied, beyond what the product was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.